Event description:
A pt lost in excess of 1.7 kg of fluid more than the machine recorded. The pretreatment testing passed prior to the treatment. The facility states that the tmp alarm limits were set on the tightest setting (+/-20mmhg) around the intital tmp reading of 240 mmhg. After approx 2 hours into the treatment the tmp reading was recorded at 270 mmhg. The facility states they do not recall any alarms occurring during the treatment. Near the end of the treatment the pt became hypotensive and recovered with normal saline. The treatment was completed. The machine was removed from the treatment area for investigation by the MFR representative, who found the uf pumnp out of calibration. The machine was recalibrated, proper operation verified and returned to the treatment area. The facility stated the machine has been operating properly since repair.